Event description:
It was reported to ventec by an authorized third party service provider (asp) that the device's exhaled tidal volume (vte) levels were low. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
The authorized third party service provider (asp) will further evaluate and repair the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.